Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient's wife reported the infusion sets sometimes fall off of the patient's body while he is sleeping and he ends up with elevated readings. Patient's normal blood glucose reading is around 140 mg/dl. Wife stated the patient's elevated readings range from 246 mg/dl to almost 500 mg/dl. Wife reported they have been bolusing to try to bring the readings down, but they are not staying down and/or they are taking a long time to react. Wife reported when the patient wakes with elevated readings, the infusion set is the first thing she checks. She stated she usually finds the headset barely glued to his skin. The most recent incident occurred about 2 weeks ago. Wife stated she doesn't feel that it is a product defect, but rather that he is pulling on it in his sleep. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.